Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unk. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. It is unk whether the reaming technique correlated with the surgical technique. There is insufficient information provided to determine the root cause of the failure. Evaluation: as returned, the shaft of the reamer was broken with a crack extending out form the fracture and running horizontally toward the connecting end. Manufacturing records are in order and do not indicate any manufacturing anomalies.

Event description:
It is reported that the reamer fractured while preparing the femoral canal. The surgeon was able to extract the fractured portion of the reamer.